Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023. The tip of the ground electrode has not been found during the surgery, hence it is still in-situ.

Manufacturer narrative:
This report is submitted on october 5, 2023.

Event description:
Per the surgeon, the patient experienced an infection in the subperiosteal pocket and mastoid which was treated with oral antibiotics. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient.